Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -13.5/1.5/107 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low with rotation. It was reported that the exchange lens did not resolve the problem. Cause was reported as unknown.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial with residue/debris on product. Visual observation found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).